Event description:
It was reported that the customer encountered an alarm 2 followed by alarm 26, indicating occlusion issues earlier in the day. Blood glucose level was reported at 380 mg/dl, which did not exceed critical levels; there was no adverse impact on the customer¿s blood glucose level. Customer changed pump supplies to address the issue.